Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to FDA: 01/05/2017. It was reported that the patient underwent suburethral sling revision and an advantage fit sling was implanted on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Event description:
Details: it was reported that the patient underwent suburethral sling revision and an advantage fit sling was implanted on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4): patient underwent mesh implantation to treat stress urinary incontinence and cystocele. After implantation, the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, vaginal scarring, urinary problems, emotional distress, severe fatigue and low grade fever. It was reported that patient underwent mesh removal surgery on (B)(6) 2012 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.